Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Customer then applied more force to the syringe which caused the cartridge to leak. Customer's blood glucose level was 131 mg/dl. Reportedly, the customer was able to successfully load and use the same cartridge.